Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.